Event description:
It was reported several hours following an uneventful angio-seal deployment, the pt developed hypotension with bleeding and swelling at the access site. The pt underwent surgery where a portion of the suture with the self-tightening knot was removed and the femoral artery repaired; the surgeon noted there was a one inch space external to the artery between the collagen and the arteriotomy. The pt was reported to be recovering.